Event description:
Procedure: high anterior resection. According to the reporter: the device was fired on the rectum and an anastomosis was performed with an eea. The surgeon confirmed a staples line leak at the site when the ta stapler was used. The issue was resolved by doing additional suturing. A temporary stoma was placed as a precaution. No further issue was reported.

Manufacturer narrative:
MDR initial report submitted: 11/03/2008.